Manufacturer narrative:
Sections with additional information as of 26-mar-2020: d10: device available for evaluation date added. H6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 152, 147, 184, 156 and 164 mg/dl. The customer¿s expected fasting blood glucose test result range is 98 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer; customer was non-fasting at time of call. The product is being stored in the pantry; customer stated that where the pantry is there wouldn't be changes in temperature. The test strip lot manufacturer¿s expiration date is 02/28/2021 and test strips were opened three days ago. The meter memory was reviewed for previous test result history: (B)(6).